Event description:
Customer reported a malfunction on pump with a code malf 12, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, keeping it within the normal range. Customer was assisted by technical support to reset the pump, and the issue did not recur after the reset, allowing the continued use of the pump. Customer was advised to call back if the malfunction recurs and acknowledged the instructions.